Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead from another manufacturer exhibited high out of range pace impedance measurements. The system remains in service. No adverse patient effects were reported.